Event description:
Patient called back in stating the previous issue. Patient stated that they have contacted with mdt rep and mdt rep redirected them to medtronic. Agent reviewed the ins were correlated with the ins intensity, the higher the intensity, the faster the ins would be depleted. Agent reviewed rep role. Agent redirected patient to hcp and sent email to the field rep for further assistance. Rep responded and reported they would call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they had to charge her implant almost every day. Patient stated that it wasn't like that in the beginning and that the charge lasted 4 days to a week maybe but now they is charging every day or every other day since a couple of months ago. Agent had the patient connect the recharger to the controller and patient confirmed that they was able to start charging with excellent connection. The patient was able to maintain excellent connection and the implant was able to charge from 90% to 100%.agent reviewed that external device was functioning as designed. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative for reprogramming. Patient mentioned after they were first implanted their manufacturer rep set their settings at 6, but felt buzzing too hard and needed to lower their settings.